Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the electrical contact on the adapter at the tip of the instrument was bent, not allowing the disposable hook to lock securely. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tip of the monopolar cautery instrument would not hold the disposable hook cautery tip on. The device was not used on a patient. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.